Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced glare and halos. Additional information was provided indicating that the iol was exchanged for a different lens model and one diopter difference in power.

Manufacturer narrative:
Evaluation summary: the lens was returned inside a plastic specimen cup. The lens was wet with solution. The lens was in pieces. The pieces were removed from the cup and allowed to air dry for evaluation. The optic is cut into multiple pieces. Not all cut pieces were returned. Scratches and small split/cracks were also observed on optic portions. A lens bench evaluation could not be conducted due to the lens was returned in pieces. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for the lens/cartridge/handpiece combination used. The root cause cannot be determined for the complaint of "glare and halos". Power and resolution testing could not be conducted because of the optic damage. The lens was returned with damage, and the optic was torn/cut into pieces typical of an insertion and removal. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling.(B)(4).